Event description:
Asr revision: right asr hip resurfacing system. Reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added. Corrected.

Event description:
Update (B)(6) 2017: claim letter, reconciliation patient name and asr claims snapshots received. There is no new allegation. Added complainant information. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Added: corrected: d2 new etq record created in order to update etq (legal system) complaint number dint 22503. Reason for original complaint asr revision right asr hip resurfacing system reason for revision: alval/soft tissue reaction update jul 24, 2017: claim letter, reconciliation patient name and asr claims snapshots received. There is no new allegation. Added complainant information. This complaint was updated on sep 5, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.